Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_ext, product type: extension. (B)(4).

Event description:
A consumer reported the patient had deep brain stimulation (dbs) twice. The reporter stated the first one was a great success and the second one was "botched." The health care provider (hcp) had implanted the lead too deep in the patient's brain causing irreversible brain damage. The patient's life was changed forever. The reporter stated they need help for the patient and every door they try to open got shut in their face. The patient's indication for use is parkinson's disease.